Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The probable root cause is attributed to improper customer setup. Based tse notes, the system issue was due to an improperly seated sterile adaptor.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) addressed the reported event with phone support. The issue was resolved by reseating the endoscope's sterile adaptor. No site visit was conducted. The system was working properly and no additional action was required as the issue was resolved.

Event description:
It was reported that during a da vinci-assisted umbilical hernia ipom surgical procedure, the clinical sales representative (csr) called into technical support to relay a message received from the operating room (or) staff who were in a procedure. The customer reported that the surgeon experienced issues moving the endoscope. They removed the endoscope and reseated the sterile adapter (sa) and then the endoscope would only orientate to 30-degree up. The intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed the system logs and confirmed the sa issues and advised the caller to inform the or staff to spin the endoscope head 180 degrees and to clear guided tool change (gtc) memory on the universal surgical manipulator (usm) arm3. The caller would inform the or staff of the tse recommendations. The tse recommended having the customer/or staff call into technical support if real time assistance is needed. The procedure was completing as planned with no report of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer was not able to provide further details regarding the camera and sterile adapter.